Event description:
It was reported that the user experienced hyperglycemia overnight with a highest blood glucose of approximately 300 mg/dl after going to bed in range, and upon awakening the insulin cartridge was found empty; the user replaced infusion supplies and blood glucose decreased to 219 mg/dl and continued trending down. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, and no backup therapy use. Investigation included complaint review and user troubleshooting and education. Investigation of this case revealed an unclear cause, with a possible infusion site or delivery issue not confirmed by the user, who reported no visible cannula bend and suspected site displacement during sleep. It was concluded that hyperglycemia occurred with cause not determined and no device alert or alarm reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.